Event description:
It was reported that during a da vinci hysterectomy procedure, the patient's bowel was pinched by the ring on the sleeve of the monopolar curved scissor instrument. On (B)(6) 2015, the site indicated that the patient's bowel was removed from the instrument ring without any injury and no repair or further treatment was required. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Failure analysis placed the instrument on an in-house test system and the instrument passed engagement and recognition testing. The instrument moved intuitively and in all directions. Visual inspection found no damage to the instrument reinforcement ring, instrument tube extension or other instrument components. Based on the information provided, this complaint is being reported due to the following conclusions: the site reported that the patient's bowel was pinched by the ring on the monopolar curved scissors instrument. The customer reported complaint does not itself constitute a MDR reportable event; however this could likely cause or contribute to an adverse event if the failure mode were to recur.